Event description:
It was reported that protective sheath was fractured. The target lesion was located in the proximal left anterior descending artery. A 1.50mm rotalink plus was selected for use. During procedure, it was noted that the protective sheath of the burr was fractured which could be due to a very tight touhy burst. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis with the rotawire and a non-bsc 7f guide catheter. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed that there were numerous kinks in the sheath, with a hole at a kink 29.5cm distal of the strain relief. The damage is consistent to the damage caused by over-tightening the hemostasis valve. Product analysis confirmed the reported event.

Event description:
It was reported that protective sheath was fractured. The target lesion was located in the proximal left anterior descending artery. A 1.50mm rotalink plus was selected for use. During procedure, it was noted that the protective sheath of the burr was fractured which could be due to a very tight tuohy burst. No patient complications were reported.